Event description:
It was reported that the patient was "arresting" (heartrate 28 per minute) and the clinician was trying to start the infusions of epinephrine, calcium, and magnesium boluses. During setup, the clinician indicated the pumps would not infuse. The pcu and pump modules were switched until the infusion was started. The clinician indicated the patient care was significantly delayed. Although requested, additional event information has not been provided.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that the patient was "arresting" (heartrate 28 per minute) and the clinician was trying to start the infusions of epinephrine, calcium, and magnesium boluses. During setup, the clinician indicated the pumps would not infuse. The pcu and pump modules were switched until the infusion was started. The clinician indicated the patient care was significantly delayed. Although requested, additional event information has not been provided.

Manufacturer narrative:
Omit : b17 - device not returned and c20 - no findings available. Additional information : report source, device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.